Manufacturer narrative:
H6 device code was updated to- air/gas in device.

Manufacturer narrative:
The complaint for inadequate aspiration, air remaining in device during insertion was unable to be confirmed. Communications with the clinical specialist involved with the case confirmed that the implanting team did not visualize air in the patient during the case. Additionally, no imaging was returned for evaluation to confirm the presence of air. No manufacturing non-conformities were found via DHR review or evaluation of the returned sample at this time. Visual inspection of the units revealed no defects aside from a small crack in the gs soft tip, likely caused by the bailout during the procedure. Both units passed leak testing, indicating adequate seal in the system. Air introduction testing was performed on the gs with a representative is, and the values fell below the established safety threshold. Potential root causes for the presence of air may include: omission of a flushing/de-airing step. Improper stopcock/syringe technique. However, a true root cause is unable to be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h2 and h10.

Event description:
Additional information received stated that in the following angiography of lca/rca there were no signs of embolism and the st-elevation was declining. Patient was stable afterwards, suffered no other complications and was discharged after two days without any remaining symptoms. Patient was successfully treated with another pascal the following week and mitral regurgitation (mr) was reduced from severe to mild.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during procedure an st elevation occurred. No air was visible at any point in the procedure and the patient was presented with fmr and hypotension prior to the procedure. The device was prepared according to IFU but echo imaging was challenging since visibility was low. Transeptal puncture (tsp) was performed and guide sheath (gs) was advanced in left atrium (la) without visibility of the tip. Insertion into la was assessed via tactile feel and confirmed via fluoroscopy. The gs remained empty for approximately 30 seconds before the implant system (is) was introduced. The is was introduced while physician applied a water lock to the opening. The is was advanced about 10cm into the gs and the loader removed prior to aspiration. While aspirating, air traveled into the syringe. The full 45cc aspiration was performed and there was about 5cc of air in the syringe. The blood was not given back to the patient. Before the implant catheter flushed the gs with saline, physician aspirated about 5cc of blood without any signs of air. No air was seen in echo during flushing. Clinical specialist (cs) advised to pull the gs back slightly and after that the aspiration and flushing worked normal. Device entered la, still elongated, and patient developed st-elevations. The physician was apprehensive about the st elevation and decided to abort the procedure out of caution. Physician suspected potential air embolism but is largely unsure as there were no evidence or signs of an air embolism.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious-air embolism suspected. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.